Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown shell, unknown head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06722, 0001825034-2018-06723.

Event description:
It was reported a patient underwent initial total hip arthroplasty. Subsequently, patient was revised due to pain and subsided periprosthetic fracture. Patient had complained of limb shortening and pain prior to revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. (B)(4). Concomitant medical devices - biomet g7 3 hole porous plasma acetabular shell catalog #: 010000661 lot #: 3024724, biomet g7 e1 antioxidant acetabular liner catalog #: 010000847 lot #: 3117789, biomet biolox delta option ceramic head catalog #: 650-1056 lot #: 561660, biomet biolox option taper adapter catalog #: 650-1066 lot #: 249440. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrpenacies relevant to the reported event were identified. Review of revision operative notes confirm that the patient underwent revision of the left total hip arthroplasty due to periprosthetic fracture and subsidence. The operative record noted a leg length discrepancy, pain and a medial preiprosthetic fracture, nonunited with significant heterotopic ossification. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.